Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Customer experienced high blood glucose level at the time of 420 mg/dl. Customer was treated with manual injection. The customer blood glucose at time of the call was 356 mg/dl. The customer was advised that the infusion set would be replaced. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken traces on keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).